Event description:
It was reported the system was explanted due to infection. Event date unknown

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete site of infection further information was requested but not received.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.